Event description:
It was reported the catheter was being placed into the pt's subclavian in the emergency department. During insertion of the spring wire guide through the raulerson syringe the spring wire guide kinked very easily. They also were unable to remove the wire from the raulerson syringe. As a result, a new wire was used from a psi kit. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).